Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon attempted to close door of burr hole device (bhd) clip but was not hearing a click. He states that the arm/door felt loose after several attempts. Surgeon tested the clip after affixing the bhd ring. Different orientations of bhd clip were attempted. This did not resolve the loose arm. Surgeon used a bhd clip from a different bhd kit and was able to secure the lead. An audible click was heard. Manufacturer representative (rep) reports issue was resolved at time of report.